Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The drainage catheter was placed in the patient on (B)(6) 2016. The patient returned to the facility on (B)(6) 2016 to have the catheter replaced due to a broken hub. Aside from the additional procedure, there were no further injuries to the patient.